Event description:
It was reported that the gastrointestinal videoscope did not produce an image. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a update to a previously submitted report. H4 device manufacture date updated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.